Event description:
An AED, (complaint file 20010060) was used to treat a pt and the device reportedly displayed a constant connect electrodes message. The quik-combo defibrillation/pacing ECG electrodes were replaced and the connect electrodes message continued to be displayed. This device was used as a back up AED and was connected to the pt with a third set of quik-combo electrods, however, the back up AED also displayed a constant connect electrodes message. The quik-combo electrodes were changed a fourth time and the connect electrodes message continued to be displayed. A third device, a lifepak 12 defibrillator/monitor series was obtained and attached to the pt. The pt's ECG rhythmn was acquired by the lifepak 12. The pt was pronounced dead on scene. The reporter stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.